Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced "???", "no readings", "sensor error", "wait up to 3 hours", "brief sensor issue" or hourglass for over 1 hour the same day the sensor was inserted into the abdomen. It was reported that the patient was sleeping when her husband noticed she was moving a lot and was shaking. The husband decided to do a finger stick and the blood glucose reading was 1.4 mmol/l, at this moment the dexcom device was not showing a value, but a sensor error. The husband proceeded with providing a glucagon injection. It was stated that no healthcare facility was visited, no injuries were suffered, and at the time of the report the patient was in a good condition. The patient stated that the evening before the event she was aware of the prolonged sensor error but went to sleep despite this. The patient reported the sensor error alert was enabled but did not receive one the night of the event. At the time of the report, the patient was in good condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.